Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 68mg/dl on the contour next ez, retested on a different meter and the reading was 190mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined the offer for product return and replacement. Only the meter information was provided.